Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The microswitch was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported an inability to switch ventilation modes. The unit was restarted and the issue was resolved. There was no patient involvement.